Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of this complaint is likely to be due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technical assistance indicates that there was no image. There was no patient involvement.